Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 during insertion, upon applicator removal, applicator needle was exposed with sensor wire intact.